Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used forceez-8cs generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during the procedure, a cable caught on fire. The cable broke at the end where it plugs into the machine and started arcing causing a fire. Additional questions have been asked as to any patient or staff injury. The site has not yet provided additional information.